Manufacturer narrative:
Corrected information: report source: user facility, company representative. Additional information: attempts were made for patient and procedural information; however no information was provided. Investigation - evaluation: a review of complaint history, manufacturing instructions, device history record, drawings, specifications, quality control data, and visual inspection of the returned device was conducted during the investigation. One device has been returned for investigation. A visual examination noted; ¿the large lumen (yellow) hub is separated at the wing on each side." A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The complainant device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. The redo double lumen tpn catheter set is shipped with instructions for use which clearly state the proper warnings, precautions, and instructions for use with each device. Specifically, the IFU states, ¿extreme caution must be used in placement and monitoring of catheters. Silicone catheters are not designed for power injection. Catheter rupture may occur. If lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Catheter size should be as small as the use will allow." Based on the provided information, inspection of returned product and the results of our investigation, a definitive root cause cannot be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that, per the clinician, the redo double lumen tpn catheter "broke off" [sic]. No further information was reported. Additional information regarding the reported product problem was requested by the customer. The product is reportedly available for return; however, as of the date of this report, no product has yet been received.